Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had intermittent audio output. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and failed due to damage in the display window. Receiver charge and booting was performed and passed. Run receiver functional test was performed and passed all relevant testing. G5 global communication tool tone at medium test was performed and passed. Manual functional test "try it" was performed and passed. Open receiver case for internal visual inspection was performed and passed. Speaker audio wiggle test was performed and passed. The speaker resistance was measured and found to be within specification. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.